Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was excessively discharged and had an output voltage of 1.36v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.